Manufacturer narrative:
Correction to d4(lot # and gtin), h8(usage of device), and h3(device evaluated by mfg). The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. Tip of the screwdriver found broken. Broken fragment was not returned. Device looks to be intensively used as evidenced by worn out external surface. Microscopic view of the broken surface indicates towards a brittle failure of the screwdriver as evidenced by the chevron lines and fairly smooth surface at the breakage junction. Looking at the fracture lines and nature of the breakage, it is evident that an excess torsional force in clockwise direction has resulted in the breakage of the screwdriver. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to be user related issue. The event is caused by application of excess torsional force resulting in brittle failure. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported during a revision surgery that the t30 screwdriver tip was damaged and broke. It was also reported that the patient had very hard bone. A different screwdriver tip was used to complete the surgery and all debris was removed from the surgical field/patient. The tracking number was provided for the product return and no further information was provided regarding the use history of the device.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported during a revision surgery that the t30 screwdriver tip was damaged and broke. It was also reported that the patient had very hard bone. A different screwdriver tip was used to complete the surgery and all debris was removed from the surgical field/patient. The tracking number was provided for the product return and no further information was provided regarding the use history of the device.